Manufacturer narrative:
Based on the claim against the product by the customer noting cable breakage issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. An isi field service engineer (fse)/ field engineer (fe) was dispatched to the to customer site to further investigate the reported event. Fse replaced the damaged fiber port to psc and gave customer spare blue fiber cable. System communications to psc was back online. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported failure was replicated and confirmed. Per visual inspection the fiber cable was found to be damaged at the port. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to connection cable breakage issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during da vinci assisted appendectomy surgical procedure, blue fiber of psc broke. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. Customer wanted to know if they can still do the procedure. Tse informed customer that if there is no communication between the psc and vsc they will not be able to complete the procedure. Tse had customer inspect the fiber port and ensure there were no pieces of debris. Tse then had customer use the fiber cable from the second console to connect between the psc and vsc. Customer stated that it was still not communicating with the vsc. Tse had customer to ensure that the fiber cables were seated properly and that the port was not damaged. Customer stated it looks like there is a piece stuck in the psc port. Customer sent in picture. Tse advised that without communication between the psc and vsc they will not be able to complete the procedure. The caller was unsure of how the surgeon will proceed. Isi followed up with the initial reporter and obtained the following additional information: the issue was noticed after ports were placed on the patient but robot was not yet docked. The procedure was converted to laparoscopic with no reported injury.